Event description:
On 02/18/2022, it was reported by a sales representative via sems that (3) ar-6480 dw pumps wheels are spinning too fast. This was discovered during an unknown time, with no patient effect reported.

Manufacturer narrative:
The complaint is not confirmed. See the attached vendor evaluation for further details.